Manufacturer narrative:
H.6. Investigation: even though photos were attached they do not belong to lot 9210554. This is a known issue, therefore bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that before use of the bd vacutainer® serum blood collection tubes the labels were lifting off. There were 40000 tubes reported to have this condition. The following information was provided by the initial reporter, label floating.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® serum blood collection tubes the labels were lifting off. There were 40000 tubes reported to have this condition. The following information was provided by the initial reporter, label floating.